Manufacturer narrative:
The reported multifix s ultra 5.5mm knotless anchor, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. No manufacturing discrepancies observed during visual inspection. The suture was not returned with the device. The multifix s ultra 5.5mm knotless anchor device is single use and functional test is not possible. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) improper suture loading. (2) over tensioning the suture. (3) misalignment of inserter handle. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported multifix-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿when the surgeon has pulled on the suture thread, the thread broke.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) misalignment of inserter handle. (2) excessive force. (3) over tensioning the suture. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when the surgeon has pulled on the suture thread, the thread broke. The customer has used another anchor (same product reference). No patient injury or significant delay were reported.